Manufacturer narrative:
Date of birth: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the pcb00 model lens was being inserted into the eye, the lens was still stuck to the inserter and was able to be removed with the help of 0.12 forceps. The lens was positioned without issue. It was noted that there was something lodged in the main incision which was also removed with a pair of 0.12 forceps. No medical/surgical interventions such as vitrectomy , incision enlargement or sutures were required. The patient had recovered at the time of discharge. Additional information was received stating that part of the lens inserter broke off into the eye of the patient when the lens was deployed, almost pulling the lens implant back out as the inserter was removed. The piece was retrieved without damage to the implant. No further information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes section d10: returned to manufacturer on: 11/11/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned in its original packaging. Upon evaluation the plunger was in a fully advanced position. Visual inspection performed under microscope is as follows: scarce amount of lubricant material can be observed in the device. No lens was returned, as it remains implanted. The cartridge tip was broken. The reported foreign material was not returned for evaluation. Only cartridge tip damage was verified, however, due to the conditions of the sample returned it is not possible to determine if the reported issue is related to handling of the product or to the manufacturing process. Based in the analysis of the sample product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed two complaints from this production order number, however the reported issues meet the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.